Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reporting that his spirit combo presents a button defective. He reports that sometimes it needs to be pressed more than once to perform its function, and sometimes, without pressing it, it performs the function. No adverse event alleged. A request was made for the return of the device.